Event description:
It was reported that at device change-out, review of lead trends showed decreased impedance and high capture thresholds. Possible lead integrity issue was observed via fluoroscopy. When attempts to implant a new lead were unsuccessful due to occlusion, the riata lead was connected to a new ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.